Manufacturer narrative:
As reported, during a peripheral intervention, the surgeon experienced difficulty removing a 135 mm. Powerflex pro 5 mm. X 220 mm. Balloon catheter (bc) through the non-cordis sheath after use in a patient. The physician was finally able to successfully remove the product from the patient although the body/shaft of the product exhibited signs of stretching/and accordion appearance at the distal tip. During the procedure, the physician also noted that a portion of a 300 cm. Stabilizer guidewire had sheared off inside the patient in the vicinity of the tibial peroneal trunk (tpt). The physician was able to successfully remove the separated portion of the guidewire using another stabilizer to snare it. There was no reported patient injury. To begin the intervention, the surgeon navigated past some diffuse stenosis in the distal superficial femoral artery (sfa) with a .035¿ non-cordis guidewire. He then exchanged for a 300 cm. Stabilizer guidewire and performed laser atherectomy throughout the diseased segment. Utilizing the same stabilizer guidewire (and also utilizing a 5 french 45 cm non-cordis sheath), the surgeon was able to successfully navigate a powerflex pro 5 x 220 mm. Bc to the distal sfa and inflate it to nominal pressure for thirty (30) seconds. There were no acute bends, or difficulty advancing the balloon through the sheath or to the target lesion during the delivery. However, after deflating the balloon, the surgeon found the balloon to be particularly tight when traversing the reverse route through the sheath. He opted to advance the balloon completely out of the sheath once more and inflate and rewrap the balloon using a non-cordis inflation device several times before attempting to remove the device again. However, once the distal portion of the balloon attempted to enter the sheath, the surgeon was again met with significant resistance. At one point he noticed the percutaneous transluminal angioplasty (pta) dilatation catheter visible outside the body was stretching to the point of changing color. The physician determined the safest option for the patient was to remove the 5 fr. Sheath and balloon together, and then upsize the sheath to account for the larger arteriotomy that would most likely occur. The physician surgeon removed the 5 fr. Sheath along with the powerflex pro and inserted a 6 fr. Non-cordis sheath to successfully restore temporary hemostasis. The distal portion of the powerflex pro had the appearance of a slight accordion at the distal tip of the sheath. The customer was able to save the powerflex pro and the wire and the sheath and will submit them for analysis. Subsequent to the aforementioned portion of the peripheral intervention, the surgeon noticed that a portion of a .014¿ stabilizer xs had sheared off inside the patient in the vicinity of the tibial peroneal trunk (tpt). After the issues the pta dilatation catheter, sheath and wire noted above, the physician requested a fresh wire to perform angioplasty in the tpt and peroneal artery. There was no difficulty navigating the wire to the target lesion, no acute bends, and no kinks. The surgeon removed the wire to take a contrast picture of the area he treated, but noticed residual stenosis in the proximal peroneal that he determined would need another angioplasty treatment. He positioned the same wire he had used previously, again without any difficulty, and advanced a saber 3.5 x 20 bc to the target lesion and performed the angioplasty/pta treatment. Upon removing the balloon from the artery along with the wire, the surgeon noticed there was approximately one and one-half inches (1.5¿) of the distal segment of the wire that sheared off and remained in the tpt. The physician was able to take a third stabilizer guidewire and looped it to snare the piece of sheared off wire. He managed to reposition the sheared off portion of the wire from the tpt to the distal sfa at which point he delivered a smart control 6 x 60 mm. Stent to tack it up against the artery wall. He successfully post dilated with a powerflex pro 5 x 60 bc and completed the procedure without further concern. The customer saved the stabilizer guidewire in question and will submit it for analysis. Regarding the powerflex pro: only one inflation was needed at nominal pressure for thirty (30) seconds. Once the distal portion of the balloon was unable to enter the distal end of the sheath, there were several nominal inflation attempts made for a few seconds in an attempt to rewrap the balloon enough to get it into the sheath. There was no problem or resistance noted during the initial insertion through the sheath used. There was no reported product issue with the 5 fr. Non-cordis sheath used. There was no reported product issue with the non-cordis inflation device used. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was isovue 300 and lopamidol 61%. The contrast to saline ratio was fifty/fifty. The balloon appeared to deflate and re-wrap appropriately after the initial inflation. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. (B)(4): one non-sterile powerflex pro 5mm22cm 135 was received coiled inside a plastic bag inserted through a 5f cook sheath introducer that was received with an accordioned condition in its body. Per visual analysis, it was noticed that the balloon was previously inflated/deflated and it was received partially deflated. Also an evident elongation was found on the powerflex body at 102cm from hub. No other anomalies/damages were found. The powerflex balloon was completely deflated and it was retrieved from the 5f cook sheath introducer with no resistance/friction in spite of the accordioned condition of the 5f cook sheath introducer body. The functional insertion/withdrawn test was performed using a csi 5f (lab sample) and no resistance or friction was felt. Dimensional analysis for od proximal seal was performed using the vernier as go ¿ no go at 1.88mm, and the od proximal seal was found within specification since the od could be passed the 1.88mm. Dimension spec of proximal seal outer diameter x = 1.88mm. Review of lot 17257876 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported event of ¿balloon - withdrawal difficulty - through guide/ sheath¿ was confirmed since balloon was received not complete deflated and inserted through a sheath introducer that presents a body accordion condition. However, since after the balloon was completely deflated and the powerflex was able to be retrieved from the sheath introducer with no resistance friction felt and no issues were found neither on the functional nor dimensional tests, it was concluded that the withdrawal difficulty experienced by the customer was related to the balloon not being completely deflated. The cause of the balloon partially delated could not be conclusively determined during the analysis. However, since during the functional analysis, the balloon was able to be competed deflated, this issue is not considered as manufacturing related. The reported event of ¿body/shaft - unraveled/stretched-in-patient¿ was confirmed since an elongation condition was found on the received powerflex. However it was concluded that procedural factors may have been contributed to the elongation found, since the balloon was not completely deflated caused the strong resistance. Therefore, it was concluded that the force applied to withdraw the powerflex caused the accordion condition on the 5f cook sheath introducer and the elongation on the powerflex body. The reported event of ¿body/shaft - accordioned-in-patient¿ was not confirmed since no accordion condition was found on the powerflex received device. Additionally, the device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. According to the product instructions for use, ¿do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR review nor the product analysis suggests that this event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2016-00226 and # 1016427-2016-00012.

Manufacturer narrative:
The complaint conclusion was amended to include the film review by an independent physician: as reported, during a peripheral intervention, the surgeon experienced difficulty removing a 135 mm. Powerflex pro 5 mm. X 220 mm. Balloon catheter (bc) through the non-cordis sheath after use in a patient. The physician was finally able to successfully remove the product from the patient although the body/shaft of the product exhibited signs of stretching/and accordion appearance at the distal tip. During the procedure, the physician also noted that a portion of a 300 cm. Stabilizer guidewire had sheared off inside the patient in the vicinity of the tibial peroneal trunk (tpt). The physician was able to successfully remove the separated portion of the guidewire using another stabilizer to snare it. There was no reported patient injury. To begin the intervention, the surgeon navigated past some diffuse stenosis in the distal superficial femoral artery (sfa) with a .035¿ non-cordis guidewire. He then exchanged for a 300 cm. Stabilizer guidewire and performed laser atherectomy throughout the diseased segment. Utilizing the same stabilizer guidewire (and also utilizing a 5 french 45 cm non-cordis sheath), the surgeon was able to successfully navigate a powerflex pro 5 x 220 mm. Bc to the distal sfa and inflate it to nominal pressure for thirty (30) seconds. There were no acute bends, or difficulty advancing the balloon through the sheath or to the target lesion during the delivery. However, after deflating the balloon, the surgeon found the balloon to be particularly tight when traversing the reverse route through the sheath. He opted to advance the balloon completely out of the sheath once more and inflate and rewrap the balloon using a non-cordis inflation device several times before attempting to remove the device again. However, once the distal portion of the balloon attempted to enter the sheath, the surgeon was again met with significant resistance. At one point he noticed the percutaneous transluminal angioplasty (pta) dilatation catheter visible outside the body was stretching to the point of changing color. The physician determined the safest option for the patient was to remove the 5 fr. Sheath and balloon together, and then upsize the sheath to account for the larger arteriotomy that would most likely occur. The physician surgeon removed the 5 fr. Sheath along with the powerflex pro and inserted a 6 fr. Non-cordis sheath to successfully restore temporary hemostasis. The distal portion of the powerflex pro had the appearance of a slight accordion at the distal tip of the sheath. The customer was able to save the powerflex pro and the wire and the sheath and will submit them for analysis. Subsequent to the aforementioned portion of the peripheral intervention, the surgeon noticed that a portion of a .014¿ stabilizer xs had sheared off inside the patient in the vicinity of the tibial peroneal trunk (tpt). After the issues the pta dilatation catheter, sheath and wire noted above, the physician requested a fresh wire to perform angioplasty in the tpt and peroneal artery. There was no difficulty navigating the wire to the target lesion, no acute bends, and no kinks. The surgeon removed the wire to take a contrast picture of the area he treated, but noticed residual stenosis in the proximal peroneal that he determined would need another angioplasty treatment. He positioned the same wire he had used previously, again without any difficulty, and advanced a saber 3.5 x 20 bc to the target lesion and performed the angioplasty/pta treatment. Upon removing the balloon from the artery along with the wire, the surgeon noticed there was approximately one and one-half inches (1.5¿) of the distal segment of the wire that sheared off and remained in the tpt. The physician was able to take a third stabilizer guidewire and looped it to snare the piece of sheared off wire. He managed to reposition the sheared off portion of the wire from the tpt to the distal sfa at which point he delivered a smart control 6 x 60 mm. Stent to tack it up against the artery wall. He successfully post dilated with a powerflex pro 5 x 60 bc and completed the procedure without further concern. The customer saved the stabilizer guidewire in question and will submit it for analysis. Regarding the powerflex pro: only one inflation was needed at nominal pressure for thirty (30) seconds. Once the distal portion of the balloon was unable to enter the distal end of the sheath, there were several nominal inflation attempts made for a few seconds in an attempt to rewrap the balloon enough to get it into the sheath. There was no problem or resistance noted during the initial insertion through the sheath used. There was no reported product issue with the 5 fr. Non-cordis sheath used. There was no reported product issue with the non-cordis inflation device used. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was isovue 300 and lopamidol 61%. The contrast to saline ratio was fifty/fifty. The balloon appeared to deflate and re-wrap appropriately after the initial inflation. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. (B)(4): one non-sterile powerflex pro 5mm22cm 135 was received coiled inside a plastic bag inserted through a 5f cook sheath introducer that was received with an accordioned condition in its body. Per visual analysis, it was noticed that the balloon was previously inflated/deflated and it was received partially deflated. Also an evident elongation was found on the powerflex body at 102cm from hub. No other anomalies/damages were found. The powerflex balloon was completely deflated and it was retrieved from the 5f cook sheath introducer with no resistance/friction in spite of the accordioned condition of the 5f cook sheath introducer body. The functional insertion/withdrawn test was performed using a csi 5f (lab sample) and no resistance or friction was felt. Dimensional analysis for od proximal seal was performed using the vernier as go ¿ no go at 1.88mm, and the od proximal seal was found within specification since the od could be passed the 1.88mm. Dimension spec of proximal seal outer diameter x = 1.88mm. Review of lot 17257876 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported event of ¿balloon - withdrawal difficulty - through guide/ sheath¿ was confirmed since balloon was received not complete deflated and inserted through a sheath introducer that presents a body accordion condition. However, since after the balloon was completely deflated and the powerflex was able to be retrieved from the sheath introducer with no resistance friction felt and no issues were found neither on the functional nor dimensional tests, it was concluded that the withdrawal difficulty experienced by the customer was related to the balloon not being completely deflated. The cause of the balloon partially delated could not be conclusively determined during the analysis. However, since during the functional analysis, the balloon was able to be competed deflated, this issue is not considered as manufacturing related. The reported event of ¿body/shaft - unraveled/stretched-in-patient¿ was confirmed since an elongation condition was found on the received powerflex. However it was concluded that procedural factors may have been contributed to the elongation found, since the balloon was not completely deflated caused the strong resistance. Therefore, it was concluded that the force applied to withdraw the powerflex caused the accordion condition on the 5f cook sheath introducer and the elongation on the powerflex body. The reported event of ¿body/shaft - accordioned-in-patient¿ was not confirmed since no accordion condition was found on the powerflex received device. Additionally, the device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. As per the independent film reviewer, ¿I do not believe that this represents a manufacturing defect of the balloon catheter. This is likely representative of one of the difficulties in treating long complex lesions with long balloon catheters. I have found over the years that a 6 fr. Sheath is the preferred sheath size when using this length of balloon catheter.¿ according to the product instructions for use, ¿do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR review nor the product analysis suggests that this event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2016-00226 and # 1016427-2016-00012.

Manufacturer narrative:
Concomitant products: guidewire: .035¿ aquatrack guidewire: spectranetics laser; sheath: cook 45 cm. 5 fr. Ansel; cook medical inflation device; 300 cm. Stabilizer guidewire. Regarding the powerflexpro: only one inflation was needed at nominal pressure for thirty (30) seconds. Once the distal portion of the balloon was unable to enter the distal end of the sheath, there were several nominal inflation attempts made for a few seconds in an attempt to rewrap the balloon enough to get it into the sheath. There was no problem or resistance noted during the initial insertion through the sheath used. There was no reported product issue with the 5 fr. Non-cordis sheath used. There was no reported product issue with the non-cordis inflation device used. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was isovue 300 and lopamidol 61%. The contrast to saline ratio was fifty/fifty. The balloon appeared to deflate and re-wrap appropriately after the initial inflation. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. Regarding the stabilizer guidewire: only one (1) stabilizer guidewire sheared off in the patient. There is still an approximately one and one-half inches (1.5¿) of the distal wire segment that remains in the patient. The rest of the wire was removed without incident. There was no damage noted to the vessel after removal of the separated guidewire (that necessitated the smart control stent placement). The product was not re-sterilized. The wire was not removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The lesion was not a chronic total occlusion (100% occlusion for > 3 months). A ¿drilling¿ or ¿jack-hammer¿ technique was not used to re-cannulize the vessel. The event occurred toward the end of the procedure, after the target lesion had already been treated multiple times, but still appeared to have some residual tightness that the physician desired to improve. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿/the torque response was good. There was no resistance/friction between the wire and other devices during insertion or withdrawal into another device. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent. The wire tip did repeatedly prolapse during placement. The tip did not remain in a prolapsed position during treatment of the lesion. The wire tip was advanced into the distal vasculature. The procedure was for treatment of a main vessel and was not jailed at any time behind a stent. The wire did not become fixed or caught at any time prior to the event, or during advancement, or during withdrawal. The wire did not become fixed or caught at any time in the lesion or in the distal vessel. The wire was not torqued against resistance. The patient is currently in stable condition. Images have been received. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2016-00226 and # 1016427-2016-00012.

Event description:
As reported, during a peripheral intervention, the surgeon experienced difficulty removing a 135 mm. Powerflexpro 5 mm. X 220 mm. Balloon catheter (bc) through the non-cordis sheath after use in a patient. The physician was finally able to successfully remove the product from the patient although the body/shaft of the product exhibited signs of stretching/and accordion appearance at the distal tip. During the procedure, the physician also noted that a portion of a 300 cm. Stabilizer guidewire had sheared off inside the patient in the vicinity of the tibial peroneal trunk (tpt). The physician was able to successfully remove the separated portion of the guidewire using another stabilizer to snare it. There was no reported patient injury. To begin the intervention, the surgeon navigated past some diffuse stenosis in the distal superficial femoral artery (sfa) with a .035" non-cordis guidewire. He then exchanged for a 300 cm. Stabilizer guidewire and performed laser atherectomy throughout the diseased segment. Utilizing the same stabilizer guidewire (and also utilizing a 5 french 45 cm non-cordis sheath), the surgeon was able to successfully navigate a powerflexpro 5 x 220 mm. Bc to the distal sfa and inflate it to nominal pressure for thirty (30) seconds. There were no acute bends, or difficulty advancing the balloon through the sheath or to the target lesion during the delivery. However, after deflating the balloon, the surgeon found the balloon to be particularly tight when traversing the reverse route through the sheath. He opted to advance the balloon completely out of the sheath once more and inflate and rewrap the balloon using a non-cordis inflation device several times before attempting to remove the device again. However, once the distal portion of the balloon attempted to enter the sheath, the surgeon was again met with significant resistance. At one point he noticed the percutaneous transluminal angioplasty (pta) dilatation catheter visible outside the body was stretching to the point of changing color. The physician determined the safest option for the patient was to remove the 5 fr. Sheath and balloon together, and then upsize the sheath to account for the larger arteriotomy that would most likely occur. The physician surgeon removed the 5 fr. Sheath along with the powerflexpro and inserted a 6 fr. Non-cordis sheath to successfully restore temporary hemostasis. The distal portion of the powerflexpro had the appearance of a slight accordion at the distal tip of the sheath. The customer was able to save the powerflexpro and the wire and the sheath and will submit them for analysis. Subsequent to the aforementioned portion of the peripheral intervention, the surgeon noticed that a portion of a .014" stabilizer xs had sheared off inside the patient in the vicinity of the tibial peroneal trunk (tpt). After the issues the pta dilatation catheter, sheath and wire noted above, the physician requested a fresh wire to perform angioplasty in the tpt and peroneal artery. There was no difficulty navigating the wire to the target lesion, no acute bends, and no kinks. The surgeon removed the wire to take a contrast picture of the area he treated, but noticed residual stenosis in the proximal peroneal that he determined would need another angioplasty treatment. He positioned the same wire he had used previously, again without any difficulty, and advanced a saber 3.5 x 20 bc to the target lesion and performed the angioplasty/pta treatment. Upon removing the balloon from the artery along with the wire, the surgeon noticed there was approximately one and one-half inches (1.5") of the distal segment of the wire that sheared off and remained in the tpt. The physician was able to take a third stabilizer guidewire and looped it to snare the piece of sheared off wire. He managed to reposition the sheared off portion of the wire from the tpt to the distal sfa at which point he delivered a smart control 6 x 60 mm. Stent to tack it up against the artery wall. He successfully post dilated with a powerflexpro 5 x 60 bc and completed the procedure without further concern. The customer saved the stabilizer guidewire in question and will submit it for analysis.